Event description:
Champion study. It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. The procedure was successful with the placement of the closure device with a complete laa seal and deployed device diameter of 21 mm. Prior to the procedure, aspirin (81mg) was administered. The patient was discharged the next day as planned on aspirin and apixaban. 109 days post procedure, the patient had a follow up transesophageal echocardiogram (tee) procedure. The tee images showed that there was a laminar, non-mobile thrombus with maximum area of 1.1 cm2 on the atrial facing surface of the device. The patient at the time was only on a medication regiment of 81mg of aspirin. The physician had the patient start 10mg of apixaban in response to the thrombus.